Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis and attributes this to the insulin pump not working. The customer's blood glucose was 800 mg/dl at the time he was admitted to the hospital. His symptoms were nausea, dizziness and vomiting. The customer stated he was treated with intravenous insulin and his blood glucose went down to 300 mg/dl within two hours. The customer was wearing the insulin pump at the time of hospitalization. He declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip.